Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During insertion of the farawave catheter into the faradrive steerable sheath clear and aspiration was performed, air was continuously drawn in from the flush port to the syringe. A pump was used for irrigation. No leak was observed. No air was observed in the patient. The procedure was completed successfully by using a new faradrive steerable sheath clear. No patient complications have been reported.

Manufacturer narrative:
A leak from the hemostatic valve was observed. Tears were identified on the external and internal valves, resulting in the reported visible air/bubbles allegation

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During insertion of the farawave catheter into the faradrive steerable sheath clear and aspiration was performed, air was continuously drawn in from the flush port to the syringe. A pump was used for irrigation. No leak was observed. No air was observed in the patient. The procedure was completed successfully by using a new faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned.